Manufacturer narrative:
Additional product component: model number/catalog number 72404127 and 72400024 serial number: null and null batch/lot number 1000188075 and 1000194197 model/catalog description control pump fgs iz and balloon fgs 61-70cm. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The ams800 occlusive cuff was visually and microscopically examined, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. The ams800 control pump was visually and microscopically inspected, and functionally tested. No leaks were found. The device performed within product specifications. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 57.7 cmh20. It did not perform within the product specifications (61-70 cmh20). A review of the fmea, and the dfu indicate urinary incontinence and atrophy are expected adverse events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. All the artificial urinary sphincter (aus) components were removed and replaced. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There was no device malfunction or product issues with the explanted components.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404127 and 72400024, serial number: null and null, batch/lot number 1000188075 and 1000194197, model/catalog description: control pump fgs iz and balloon fgs 61-70cm.

Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. All the artificial urinary sphincter (aus) components were removed and replaced. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There was no device malfunction or product issues with the explanted components.